Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a pulse generator fault which was detected through the latitude system. The patient was brought into the clinic and that fault was confirmed. Limited tachy therapy and brady therapy was also confirmed. It was reported that the patient had been receiving radiation therapy. Technical services (ts) advised that the device be replaced. No adverse patient effects were reported. Subsequent information indicates that this device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be in fallback mode. Visual inspection revealed no irregularities. The device memory log was reviewed, which indicated that there were three errors logged on the same day and two were logged at exactly the same time. This is a characteristic of the device being exposed to radiation. It was verified that the device was able to pace, sense and deliver a full energy shock in fallback mode. Laboratory analysis concluded that the device appears to have exhibited memory corruption due to exposure to radiation.